Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, the device was unable to be interrogated and pacing and high voltage therapy was not available. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, the device was unable to be interrogated and pacing therapy was not available. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: the anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer due to premature battery depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.